Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the severely calcified right coronary artery. A 38mm x 3.00mm promus premier select drug-eluting stent was advanced for treatment. However, it was noted that it failed to cross the lesion and the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the severely calcified right coronary artery. A 38mm x 3.00mm promus premier select drug-eluting stent was advanced for treatment. However, it was noted that it failed to cross the lesion and the stent strut was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: promus premier select ous mr 38 x 3.00 mm stent delivery system was returned for analysis broken in 7 different pieces. A visual examination of the stent found stent damage. Stent struts from the mid-stent rows were lifted from their crimped position and stretched proximally over the proximal balloon cone. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted with the distal balloon cone. The proximal balloon cone could not be inspected as it was covered by the proximal end of the stent. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found 6 breaks at multiple sites along the length of the hypotube shaft with bending present at each break site as well as multiple hypotube kinks. This type of damage is consistent with excessive force that could have been applied to the delivery system post procedure. A visual and tactile examination of the inner, outer lumen and mid-shaft polymer extrusion sections found damage with a kink in the mid shaft section measured at 33.8 cm proximal to the distal end of the tip. This type of damage is consistent with excessive force that could have been applied to the delivery system. No other issues were identified during the product analysis.